Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the medical records allege that a CT scan performed one day after implantation, demonstrated a malpositioned filter with the tip impinging on the right renal vein. Several limbs were reportedly outside the vena cava wall. Based on the medical records, filter tilt and perforation of the ivc can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: filter tilt. Filter malposition. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. This patient had a history of postoperative deep vein thrombosis and pulmonary embolism following ovarian cyst removal. The patient presented to the hospital with complaints of nausea, vomiting and abdominal pain. She was eventually diagnosed with acute acalculous cholecystitis and scheduled for a laparoscopic cholecystectomy. Due to her previous history of dvt and pulmonary embolism, a vena cava filter was successfully deployed one day prior to her cholecystectomy. A CT scan was performed post cholecystectomy, which revealed the ivc filter to be perpendicular to the walls of the vena cava. The head of the filter has either perforated the cava or extends into the right renal vein. Multiple legs extend through the anterior and medial walls of the cava and a leg appears to have perforated the duodenum. An esophagogastroduodenoscopy revealed no intraluminal foreign objects. Surgery was performed to remove the vena cava filter. Patient tolerated procedure well and was hemodynamically stable at the conclusion of the surgery. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for history of dvt and pe; prior to scheduled surgery for a laparoscopic and cholecystectomy. Approximately one month post filter, a CT scan demonstrated the filter to be tilted with multiple filter limbs perforating the ivc wall and one filter limb perforating the renal vein. Surgery was performed to remove the vena cava filter. The patient was reported to be hemodynamically stable at the conclusion of the surgery.